Manufacturer narrative:
Date of event: estimated based on aware date as the event date was not reported.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was selected for use. While the device was on the trolley and being handled, the catheter broke.